Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing was observed via a merlin.net transmission. Upon review of the transmission, it was noted that the episodes appeared to be triggered by sensing some unknown signal, at times the morphology, indicating that it may be sensing pvc's or localized ectopy. Egm's showed inconsistent morphology however consistent more with lead noise. The patient was later brought into clinic and isometrics were performed. Noise was not reproducible. Patient will continue to be monitored.

Event description:
New information notes that twave oversensing was also noted. On (B)(4) 2018, it was decided to leave the patient as is patient had no symptoms.

Event description:
New information notes that on (B)(6) 2019, the rv lead was explanted and replaced due to the oversensing. The device was elective explanted as it had few months of battery left. The patient was stable before and after procedure.